Event description:
Patient presented with an occluded cook catheter. Line was replaced late last year for the exact same reason. Unable to flush tissue plasminogen activator(tpa) through the line. Admitted to the or for another replacement.